Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user. Address: (B)(6).

Event description:
The south korean customer reported "air bubble is found on first reagent drop." Agilent field service engineer checked the instrument and found the syringe to be leaking. The field service engineer replaced the syringe causing this malfunction. The customer completed testing using an alternate instrument. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.